Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the skin around the device pocket was thin. The pocket was revised and the device was explanted and replaced to resolve the event. The patient was in stable condition.